Event description:
The customer reported that the monitor would blink on and off during fluoro and then go dark. This rendered the system unusable and an alternate system was required to complete the case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.